Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a premature end of life (eol) indicator. In addition, the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. As a result, the rv and lv leads were reprogrammed to high output, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found. The analyst noted that no anomalies were found on the save to disk. Concomitant product: 7298 ICD, implanted: (B)(6) 2011. (B)(4).